Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by contacting olympus and following the inspection method for the event is described as follows in the operation manual: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attach" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A technical evaluation of the returned device was completed in accordance with the specifications and the results did not show any leakage. The customer allegation could not be confirmed. There were few additional findings. The adhesive of the bending section cover was separated. The distal end insulation was out of specifications. Objective lens was scratched and chipped. Bending angulations was out of specifications. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited leakage at the distal end. The issue was identified during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the water channel with foreign material. It was impossible to remove the clogging material from the channel, making visual identification of this material difficult. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.